Manufacturer narrative:
H6) the movement of the array on the returned inserter was normal, but the head of the inserted shaft was broken off. Otherwise, with markers attached and fully seated, the inserter displayed good geometry and divot error readings with normal tracking and verification. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the locking mechanism to the inserter and the frame was loose. It appeared that the prongs that hold the frame in place were shaved down over time and have become dull. There was no patient involvement.